Event description:
Feb. 25, 2016 11:02 am (gmt-5:00) added by (B)(6): it was reported that a ventilator that had been connected to a patient for more than 3 weeks, generated an alarm for low positive end expiratory pressure (peep). The peep was adjusted at 14cmh2o but it was delivering 2cmh2o. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). The information received indicates that the patient was being ventilated with an endotracheal tube and pressure controlled ventilation mode was set by the user at the time of the event. The reported low peep alarm was confirmed in the received devices' event logs. However, no evidence of a ventilator malfunction was detected in the received device logs, or by our field service engineer (fse) that was dispatched to the hospital for investigation and repairs. No parts were replaced as the ventilator was tested successfully after the event and it did not show any malfunctions or deviations. Our conclusion is that the most likely cause for the low peep alarm was a leakage at the patient's breathing system and that the ventilator generated the appropriate alarms due to this condition.

Event description:
(B)(4).